Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a broken blade. The broken piece measuring approximately .451 x .077 was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade broke and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed and no fragment remained in the patient. The procedure was completed with no further injury reported.